Manufacturer narrative:
(B)(4). Dob (B)(6). Medical product: catalog #: 115734, compr nano hmrl pps 34mm, lot # 089510; catalog #: 115340, comp rvs hmrl ti tray 44mm, lot # 184140; catalog #: xl-115363, arcom xl 44-36 std hmrl brng ring, lot # 203790; catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 988200; catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # 577290; catalog #: 118001, versa-dial/comp ti std taper pr adaptor, lot # 780520; catalog #: 115382, comp rvs cntrl scr, lot # 762950; catalog #: 180500, comp locking screw, lot # 007880 qty. 2; catalog #: 180501, comp locking screw 4.75x20mm, lot # unknown qty. 2. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01731, 0001825034-2021-01808, 0001825034-2021-01809, 0001825034-2021-01810, 0001825034-2021-01812, 0001825034-2021-01813, 0001825034-2021-01814, 0001825034-2021-01815, 0001825034-2021-01816, 0001825034-2021-01817. Product location is unknown.

Event description:
It was reported the patient underwent an initial right reverse shoulder approximately 6 years ago. The patient underwent an acj excision surgery about 6 months later and any issues were noted as resolved. The patient is now experiencing unusual shoulder pain with a severe pain rating, and sane score decline to 30/100. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h10. Reported event was unable to be confirmed as the 5 year postoperative images demonstrate normal alignment. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.